Event description:
The reporter stated that a (B) (6) male patient had a sub-occipital craniotomy for a chiari malformation in (B) (6) 2008. About two weeks after the surgical procedure he presented with meningitis and a bacterial infection was diagnosed. The patient was later discharged.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.